Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. Surgical or percutaneous intervention could be required or indicated if gradients are higher than expected. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm aortic valve implanted for nine years had elevated transvalvular gradient found on echocardiogram. As reported, the surgical valve would need to be replaced in the next couple of years.